Manufacturer narrative:
The problem was due to a component failure (footswitch). We are unaware about patient injury.

Event description:
The laser system has the following problem: "blue footswitch does not function or functions randomly ". No adverse effects to patient were reported.